Manufacturer narrative:
An opened package of batch (B)(4) product code pmsk1 was received for evaluation. During product evaluation it was observed that one of the security tabs of the folder was not applied. There's a possibility that if this tab was not applied, the product may come out of its folder. If in fact the product was out of its folder, the product sterility will not be compromised since sterile barrier and package seal was in compliance. However evaluation also resulted that the product demonstrated to be handled by the customer. Therefore there's no evidence that the event was caused during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. It was reported by affiliate that the device was not packaged properly, it was out of its box and retained in the sticky part. The device was bent, doubt on the sterility. Was the primary package that holds the sterile product opened or was the primary package sealed properly? Was the primary package torn? How was the product stored. Was anything placed on top of package could have resulted in damage to the packaging? Will you be returning the product and damaged packaging?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. Prior to the procedure, it was found that the mesh was not packaged properly , was out of its box and retained in the sticky part. It was also reported that the device was bent. There was a doubt on the sterility and the device was not used on the patient. Another like device was used for the procedure. There was no patient consequence reported. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
Additional information was requested and the following was received: it was reported by affiliate that the device was not packaged properly, it was out of its box and retained in the sticky part. The device was bent, doubt on the sterility. Was the primary package that holds the sterile product opened or was the primary package sealed properly? The primary package was not sealed properly. Was the primary package torn? No. How was the product stored. Was anything placed on top of package could have resulted in damage to the packaging? No. Will you be returning the product and damaged packaging? Yes.